Event description:
It was reported to boston scientific via an article published in journal biomedicines, that a prospective single-center study named b-turp versus holep: peri-operative outcomes and complications in frail elderly (>75 y.o.) Patients: a prospective randomized study was conducted to investigate the peri-operative and functional results in the treatment of benign prostatic hyperplasia with trans-urethral resection of the prostate (turp) and holmium laser enucleation of the prostate procedure (holep) in order to compare both treatments. The investigation includes a total of (B)(4) patients over 75 years old treated with b-turp or holep for bph associated with lower urinary tract symptoms luts and with a prostate volume of (pv) under 100 ml. The patients were randomized in two groups: (B)(4) patients undergoing holep and (B)(4) undergoing b-turp. The investigation stated that the endpoints were the intra-operative blood loss, percentage of loss of hemoglobin, blood transfusion, complications, and the comparison of functional outcomes. Also, all the participants were evaluated every three months of follow-up. In regards of the peri-operative complication, there was not a major difference between the treatments, since after one month, in both groups were present complications such as urinary retention, urethral stricture, bladder neck contracture and cases of hematuria that required endoscopic revision. In terms of results, the holep procedure presented a statistically related to removed prostate tissue, pv reduction rate, hemoglobin values at 24 h, hemoglobin loss, operative time, length of hospitalization, days of catheterization, and urinary flow rates. Therefore, the holmium laser enucleation of the prostate procedure represents a more favorable and safety treatment option for prostate size-independent in middle-old patients, since the analysis of the results demonstrate less bleeding, lower blood transfusions, and lower hemoglobin drop than trans-urethral resection of the prostate (turp).

Manufacturer narrative:
Fuschi a, asimakopoulos ad, scalzo s, et al. B-turp versus holep: peri-operative outcomes and complications in frail elderly (>75 y.o.) Patients: a prospective randomized study. Biomedicines. 2022;10(12):3212. B3. Date of event the exact date of the event is unknown, estimated. With all the available information, boston scientific concludes that reported complaint could not be confirmed, due to the device did not return. There was no device available for analysis and there was no report of a device performance allegation during treatment. According to the medical review, the symptoms mentioned of hematuria, stenosis, non-vascular, urinary retention and urethral stenosis/stricture are possible secondary events and are listed in the instructions of use. Also, the event reported of unintended morcellation of nontarget tissues, are listed in the risk documentation as a potential outcome. Based on all the information available, known inherent risk of device was the conclusion code assigned to this investigation.

Manufacturer narrative:
Fuschi a, asimakopoulos ad, scalzo s, et al. B-turp versus holep: peri-operative outcomes and complications in frail elderly (>75 y.o.) Patients: a prospective randomized study. Biomedicines. 2022;10(12):3212. B3. Date of event the exact date of the event is unknown, estimated. Correction to field d1: brand name. Correction to field d2: common device name. Correction to field d2a: common device name. Correction to field d2b: pro code (product code). Correction to field d4: model number, catalog number. With all the available information, boston scientific concludes that reported complaint could not be confirmed, due to the device did not return. There was no device available for analysis and there was no report of a device performance allegation during treatment. According to the medical review, the symptoms mentioned of hematuria, stenosis, non-vascular, urinary retention and urethral stenosis/stricture are possible secondary events and are listed in the instructions of use. Also, the event reported of unintended morcellation of nontarget tissues, are listed in the risk documentation as a potential outcome. Based on all the information available, known inherent risk of device was the conclusion code assigned to this investigation.

Event description:
It was reported to boston scientific via an article published in journal biomedicines, that a prospective single-center study named b-turp versus holep: peri-operative outcomes and complications in frail elderly (>75 y.o.) Patients: a prospective randomized study was conducted to investigate the peri-operative and functional results in the treatment of benign prostatic hyperplasia with trans-urethral resection of the prostate (turp) and holmium laser enucleation of the prostate procedure (holep) in order to compare both treatments. The investigation includes a total of 200 patients over 75 years old treated with b-turp or holep for bph associated with lower urinary tract symptoms luts and with a prostate volume of (pv) under 100 ml. The patients were randomized in two groups: 96 patients undergoing holep and 104 undergoing b-turp. The investigation stated that the endpoints were the intra-operative blood loss, percentage of loss of hemoglobin, blood transfusion, complications, and the comparison of functional outcomes. Also, all the participants were evaluated every three months of follow-up. In regards of the peri-operative complication, there was not a major difference between the treatments, since after one month, in both groups were present complications such as urinary retention, urethral stricture, bladder neck contracture and cases of hematuria that required endoscopic revision. In terms of results, the holep procedure presented a statistically related to removed prostate tissue, pv reduction rate, hemoglobin values at 24 h, hemoglobin loss, operative time, length of hospitalization, days of catheterization, and urinary flow rates. Therefore, the holmium laser enucleation of the prostate procedure represents a more favorable and safety treatment option for prostate size-independent in middle-old patients, since the analysis of the results demonstrate less bleeding, lower blood transfusions, and lower hemoglobin drop than trans-urethral resection of the prostate (turp).

Manufacturer narrative:
Fuschi a, asimakopoulos ad, scalzo s, et al. B-turp versus holep: peri-operative outcomes and complications in frail elderly (>75 y.o.) Patients: a prospective randomized study. Biomedicines. 2022;10(12):3212. B3. Date of event the exact date of the event is unknown, estimated.

Event description:
It was reported to boston scientific via an article published in journal biomedicines, that a prospective single-center study named b-turp versus holep: peri-operative outcomes and complications in frail elderly (>75 y.o.) Patients: a prospective randomized study was conducted to investigate the peri-operative and functional results in the treatment of benign prostatic hyperplasia with trans-urethral resection of the prostate (turp) and holmium laser enucleation of the prostate procedure (holep) in order to compare both treatments. The investigation includes a total of 200 patients over 75 years old treated with b-turp or holep for bph associated with lower urinary tract symptoms luts and with a prostate volume of (pv) under 100 ml. The patients were randomized in two groups: 96 patients undergoing holep and 104 undergoing b-turp. The investigation stated that the endpoints were the intra-operative blood loss, percentage of loss of hemoglobin, blood transfusion, complications, and the comparison of functional outcomes. Also, all the participants were evaluated every three months of follow-up. In regards of the peri-operative complication, there was not a major difference between the treatments, since after one month, in both groups were present complications such as urinary retention, urethral stricture, bladder neck contracture and cases of hematuria that required endoscopic revision. In terms of results, the holep procedure presented a statistically related to removed prostate tissue, pv reduction rate, hemoglobin values at 24 h, hemoglobin loss, operative time, length of hospitalization, days of catheterization, and urinary flow rates. Therefore, the holmium laser enucleation of the prostate procedure represents a more favorable and safety treatment option for prostate size-independent in middle-old patients, since the analysis of the results demonstrate less bleeding, lower blood transfusions, and lower hemoglobin drop than trans-urethral resection of the prostate (turp).